Event description:
Caller reported that their pump was not documenting manually entered carbohydrate or correction information, which led to fluctuations in blood glucose levels, including both extremely high and low measurements. Blood glucose level fell to 50 mg/dl due to the issue. To address this, the customer suspended insulin for 30 minutes and successfully resumed insulin use afterward, requiring no further assistance and experiencing no injury or unconsciousness.